Manufacturer narrative:
G3, h2,h3 and h6: the device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the material bending was confirmed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Damage from misuse or rough handling are likely probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a procedure, the flexible drills used to drill holes for redapt cup fixation bent due to hard bone and difficult angle trajectory. The procedure was successfully completed without delay using a competitor device. No patient injury or other complications were reported.